Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer inquired via phone call on the meaning of the arrows on the graph. Customer was educated on the meaning. Customer's blood glucose was 46 mg/dl, which was treated with a soda.